Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), abdominal pain lower ("chronic abdominal pain/ abdominal pain") and pregnancy with contraceptive device ("later became pregnant/ pregnancy (no complications)") in an adult female patient who had essure (batch no. C06464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of device effect". The patient's past medical history included multi gravida, parity 4 ((B)(6) 2003,(B)(6) 2004, (B)(6) 2007, (B)(6) 2014, (B)(6) 2016), (B)(6) infection on (B)(6) 2013 and breast lump on (B)(6) 2013. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included ovarian cyst. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced urinary tract infection ("recurring urinary tract infections/ uti"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient was treated with ibuprofen, naproxen sodium (aleve), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, pregnancy with contraceptive device, urinary tract infection, migraine, headache and vaginal discharge outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, device dislocation, headache, migraine, pregnancy with contraceptive device, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: patient had essure done on (B)(6) 2014 that was done without problems during the procedure. The coils went in without difficulty, pictures were taken confirming proper placement through the tubal ostea. She had pregnancy in (B)(6) 2015 on essure (live birth with complications), which resulted in delivery of this baby. Essure does not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Hsg (hysterosalpingogram) on (B)(6) 2014, findings: the uterine cavity was normal in appearance. The essure occlusion devices are seen within the fallopian tubes bilaterally. No contrast passes beyond the occlusion devices during this study. Impression: bilateral fallopian tubal occlusion pathology report on (B)(6) 2016, bilateral fallopian tubes and cyst wall benign serous cystadenoma, hemorrhagic corpus luteum. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), abdominal pain lower ("chronic abdominal pain/ abdominal pain") and pregnancy with contraceptive device ("later became pregnant/ pregnancy (no complications)") in an adult female patient who had essure (batch no. C06464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of device effect". The patient's past medical history included multi gravida, parity 5, human papilloma virus infection on (B)(6) 2013 and breast lump on (B)(6) 2013. Concurrent conditions included ovarian cyst. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced urinary tract infection ("recurring urinary tract infections/ uti"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen, naproxen sodium (aleve), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, pregnancy with contraceptive device, urinary tract infection, migraine, headache and vaginal discharge outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, device dislocation, headache, migraine, pregnancy with contraceptive device, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: patient had essure done on (B)(6) 2014 that was done without problems during the procedure. The coils went in without difficulty, pictures were taken confirming proper placement through the tubal ostea. She had pregnancy in (B)(6) 2015 on essure (live birth with complications), which resulted in delivery of this baby. Essure does not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hsg (hysterosalpingogram) on (B)(6) 2014, findings: the uterine cavity was normal in appearance. The essure occlusion devices are seen within the fallopian tubes bilaterally. No contrast passes beyond the occlusion devices during this study. Impression: bilateral fallopian tubal occlusion pathology report on (B)(6) 2016, bilateral fallopian tubes and cyst wall benign serous cystadenoma, hemorrhagic corpus luteum. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 21-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number and stop date (B)(6) 2016 was added. Events pregnancy (no complications), uti, abdominal pain were clubbed with previously reported events. Events migraine, headache, device dislocation, pelvic pain, vaginal discharge were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("chronic abdominal pain") and pregnancy with contraceptive device ("later became pregnant") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of device effect". On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and urinary tract infection ("recurring urinary tract infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain lower, pregnancy with contraceptive device and urinary tract infection outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, pregnancy with contraceptive device and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: confirm placement and full occlusion of both tubes company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.